Manufacturer narrative:
Investigation summary: investigation into this event found that the anti-hbc results were atypically elevated for negative sample. No issue with calibration, reagent or instrument performance is suspected. Though the root cause is not definitively known, dilution of the initially negative sample produced results, supporting the presence of an unk interferent.

Event description:
A customer observed false negative ahbc results on multiple patient samples. The results were not released to the physician. A false negative result may lead to inappropriate physician action. There was no report of patient harm as a result of this event.